Event description:
The reporter indicated that a 12.6mm vicm512.6, -13.0 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2023 from patient's left eye (os) due to excessive vault.this resolved the problem.

Manufacturer narrative:
(B)(4).